Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. During previous repair on 4/4/2011, 2/17/2011, 6/30/2010, and 6/20/2008 the main batteries and battery harness were replaced.

Event description:
The facility representative reported to baxter a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. The event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.